Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on the ultrasonic connector, the ultrasonic connector cannot be attached firmly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasound gastrovideoscope sealing adapter and the inside of the cap was rusty. The issue was found during preparation for use. There were no reports of patient harm.